Event description:
Medtronic received information that prior to use, this bio-console 560 instrument had a repair request due to a black screen issue. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation:the reported black screen issue was verified during service. Service technician observed errors 38 and 39 occurred in error log file (routine errors) and observed that the knob on the swivel was missing. The back-up batteries were overdue. The issue will be resolved by replacing the battery ,assembly swivel and clearing the error log. Preventative maintenance will be performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.